Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/29/2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. No product or data was provided for evaluation. Confirmation of the loss of connection could not be confirmed. The root cause could not be determined.